Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the removal of a dental implant, 3 years after its installation in intraoral region #11, due to its fracture.